Event description:
Pt mother reports having trouble getting the batteries into cadd legacy pump sn (B)(4) - pump works fine. She just had a hard time getting the batteries in - no harm done to patient - sending new pump overnight to patient - no further information available. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.